Event description:
Strength: gammagard strength: 20gm/200m and 30gm/000m. Pt (patient) reports problem with new pump (serial and expiration date not provided). Pt stated that since receiving the new pump she and her home health nurse have been having problems with air bubbles in the curlin tubing line. Pt stated they infuse directly from the gammagard liquid manufacturer bottles and the air bubbles form in the curlin tubing line near or at the curlin pump where the lever comes down. Pt states that the air bubbles then stay in the line after the pump and her nurse has to stop the infusion, drain the line, and then resume after to get rid of the bubbles. Pt states the curlin pump is not giving any alarm or error for bubbles or air in the line. Pt stated never had this happen before until this specific pump. Pt advised pharmacy will replace the pump. Pump associated with event available for return. Pt confirmed no adverse evert(s) due to pump issue and has not missed any doses or infusions due to faulty pump. No further info. Reported to (B)(6).